Event description:
It was reported that occlusion alarms occurred. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer reverted to an alternate method insulin therapy.